Event description:
The following info was provided by the cook area rep based on comments made by the user. The tip of the quicksilver bipolar coagulation probe broke off inside of the pt. The tip of the device was retrieved using an extraction net. Another probe was used to finish the procedure. The pt was reported to be fine. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: the product was returned to the approved supplier for eval and the investigation is on-going. Once add'l info has been received, a f/u medwatch report will be provided. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we cannot adequately determine a root cause at this time due to the investigation is still in progress from our approved supplier. Tip breakage can occur if the tip comes into contact with a hard surface during use and/or general handling. Breakage of the probe tip can occur if the distal end of the endoscope is deflected more than 15 degrees when the bipolar probe is advanced or withdrawn from the accessory channel of the endoscope. The instructions for use warn the user not to pass the probe through an endoscope whose distal end is deflected at an angle more than approx 15 degrees. Prior to distribution, all cook endoscopy quicksilver bipolar probes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continue to become available.